Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead was oversensing noise. No intervention was performed. The patient was in stable condition.